Event description:
During the procedure for insertion of a permanent pacemaker the lead failed to appropriately capture. The lead advanced without difficulty into the right ventricle (rv) position. There was however, no capture, or threshold obtained for the area. The lead was then withdrawn into the ra several times and advanced into the pulmonary outflow tract before dropping the lead into the rv. There was still no capture. The lead was screwed in all of the positions for better capture and the cable was changed out once, still there was no capture. Subsequently the pt became hypotensive and a stat echocardiogram was done for suspicious perforation of the rv and pericardial effusion. The pt was taken to the or for emergency repair of the right ventricle and placement of an epicardial pacemaker.